Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. The mother of the patient reported that during night the patient had multiple insulin flow block. The alarm occurred during therapy. No further information available.